Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). The reported event may have been caused by the instability of front panel control and the communication of video signals between other circuit boards, due to deterioration of electronic components on the electrical circuit board. Or it may have been caused by the failure of electronic components due to the use of the device in a dusty environment. Deterioration of electronic components may be due to repeated use for a long period of time because more than 5 years have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to omsi for evaluation. Omsi inspected the device and duplicated the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the switches on the front panel did not respond and did not work unless restarted. And when the user restarted the device, sometimes the endoscopic image was not displayed on the monitor screen. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that the switches on the front panel did not work due to defect of the electrical circuit board.